Event description:
It was reoirted that approx 11 months post implantation of the vascular stent in the sfa, a stent fracture was identified. The fracture was repaired. No pt injury was reported.

Manufacturer narrative:
This event was reported to the FDA via voluntary user facility medwatch #(B)(4). The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample and no images were provided. Therefore, the alleged stent fracture could not be confirmed. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post dilation, highly calcified vessels, the pt's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. In this case, only limited info was provided. On the basis of the info available, a definite root cause for the reported event reported could not be determined. The IFU supplied with this device states that stent fracture is a potential adverse event that may occur. Furthermore, the IFU sufficiently described the correct application of the device.